Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event, and no nonconformities were found. Device not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection at the ipg site post implant procedure. The patient was treated with antibiotics and the site was drained. The device was explanted. Follow up report indicated that there were no further symptoms or signs of infections.